Event description:
It was reported by service report that the patient foot right side rail timing link was broken and could not be locked in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link.